Event description:
It was reported that a neurologist's handheld computer would not get past the align screen. The neurologist's handheld battery had been depleted and after fully charging it, the issue of the align screen occurred. A hard reset was performed along with cleaning the screen but the issue prevailed. A new handheld was sent to the physician and the reported handheld was returned to the manufacturer to undergo analysis.